Event description:
A caller reported encountering an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, guiding the caller through the process. After the reset, the cgm error was resolved, and the caller successfully started their sensor session.